Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a cholesteatoma. Reimplantation is planned but has not taken place at the time of this report. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.